Event description:
Kaz USA, inc received notice of a consumer being burned by a heating pad. She was leaning against the heating pad while using it, this type of use is contradictory to proper use instruction.